Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, decreased pacing impedance was observed on the right atrial (ra) lead. During an unrelated procedure, the ra lead was connected to a pacing system analyzer (psa), the measurements were acceptable. However, due to the patient condition the lead was capped. The patient was stable with no consequences.